Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle neo h meter was reviewed and the dhrs showed the freestyle neo h meter passed all tests prior to release. Dhrs (device history review) for the precision strips was reviewed and the dhrs showed the precision strips passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A nurse at a care facility called and reported that on the date of (B)(6) 2020, the customer had consistently received ¿hi¿ (readings greater than 500 mg/dl) message on their adc freestyle neo meter. No symptoms or comparative readings were reported. It was further reported that the customer was unable to treat themselves therefore, the nurse administered 5 units of humalog (fast-action insulin) as per the direction of the doctor. After treatment, a reading of hi continued to be received on the meter and the emergency service was called. The customer was taken to the hospital where he has been hospitalized and received unspecified treatment. Additionally, it was noted the customer was still hospitalized during the time of call however, no treatment and diagnosis were provided by the nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse at a care facility called and reported that on the date of (B)(6) 2020, the customer had consistently received ¿hi¿ (readings greater than 500 mg/dl) message on their adc freestyle neo meter. No symptoms or comparative readings were reported. It was further reported that the customer was unable to treat themselves therefore, the nurse administered 5 units of humalog (fast-action insulin) as per the direction of the doctor. After treatment, a reading of hi continued to be received on the meter and the emergency service was called. The customer was taken to the hospital where he has been hospitalized and received unspecified treatment. Additionally, it was noted the customer was still hospitalized during the time of call however, no treatment and diagnosis were provided by the nurse. There was no report of death or permanent injury associated with this event.